Event description:
A healthcare professional (hcp) reported that during a thyroid procedure, the electrode check passed and then a loud humming noise began. They checked the electrodes and the impedance was really high and the left electrodes had a red 'x'. The anesthesiologist reseated the tube and the sound stopped. Then, the same thing occurred again with a second nim. The tube had got twisted and was no longer in the correct location causing the noise. The system is functioning as intended. There was no impact to patient.

Manufacturer narrative:
H3: analysis of the device found visually, there was biological residue on the cuff balloon and trace pads. Electrically, the resistance from end to end should be less than 200 ohms and the actual measurements were 147 ohms (blue), 58.4 ohms (blue with white stripe), 56.4 ohms (red), and 52.1 ohms (red with white stripe) in which all of the electrodes were within specification. However, when the shape of the tube was manipulated, the resistances changed with the blue and red with white stripe electrodes surpassing into megaohms resistances which was out of specification and would have resulted in the reported event. Under magnification, there were small holes/cracks in the silver traces underneath the insulative coating. For further analysis, the tube was connected to a nim system and submerged into a saline solution and the waveforms had erratic feedback while manipulating the tube. The cuff inflated and deflated normally after injecting 15-cc of air through a syringe. In the returned condition, there was an out of specification condition that was related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.